Manufacturer narrative:
Additional info: device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer's photograph was evaluated. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance optiblue iol with simplicity delivery system model dib00v. The image shows a crack-like mark located in the optical center of the lens. Due to the mark location it is possible to cause visual issues/disturbances in the event the lens remains implanted; however, a definitive clinical impact cannot be determined from a picture assessment. The root cause of the reported event cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) had a defect in it and it was non central. The lens was coming out from the loader cracked. The surgeon reported that there are no plans to explant the lens unless the patient has symptoms. The lens remains implanted at this time. No other information was provided.